Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during the second inflation of the pta balloon dilatation catheter in the axillary vein, an alleged hole was identified in the catheter. There was no reported retraction difficulty through the sheath. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.

Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability MDR classification: type of reportable event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.